Manufacturer narrative:
Block b3: the event date was approximated based on the date the bare metal hanaro stent was placed, coaxially to the previously occluded wallflex stent in 2023. Blocks d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf patient code e0306 captures the reportable event of sepsis. Imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a procedure performed on an unknown date. It was reported that the stent was occluded due to tumor ingrowth. In 2023, a bare biliary hanaro stent was placed coaxially to the occluded wallflex biliary stent. The patient was reported to have polymicrobial sepsis. No further information was provided regarding the patient condition.